Event description:
Rptr was injured from lifting boxes on her job in 9/90. Abnormality at l4-5 disk. Lumbar diskogram 6/25/91. Rptr had the spinal hardware put in 8/14/91. She continues to have numbness in her leg. She had pain at the graft site. The hardware was removed 9/16/92. She continues to have horrible numbness and pain. She is unable to clean, cook or do housekeeping. She has not worked since 9/90.